Event description:
On (B)(6) 2018, the reporter contacted lifescan (lfs) USA alleging that the patient¿s onetouch ultrasmart meter had a power issue ¿ meter does not turn on. The complaint was classified based on customer care advocate (cca) documentation. The reporter stated that the alleged product issue occurred at 6:30pm on (B)(6) 2018. The patient manages their diabetes with insulin pump therapy and stated that as a result of the alleged product issue they took a reduced dosage of insulin (specific dosage unspecified). The reporter informed the cca that 4 or 5 hours after this the patient developed symptoms of ¿cold sweats, passed out and not responding¿. In response to this the patient was rushed to the urgent care clinic and was given IV glucose by a healthcare professional (hcp). The patient also had their blood glucose measured in the clinic, with a result of ¿69mg/dl¿ being obtained on the hcp¿s meter. It was not specified whether this result was obtained before or after the treatment was provided. At the time of troubleshooting the cca noted that there was no misuse of the product and this was not the first time the product had been used by the patient. The patient¿s products were replaced. This complaint is being reported because the patient claims they were unable to test their blood glucose due to the reported issue and reportedly developed signs/symptoms suggestive of a serious injury adverse event after the alleged meter issue began.